Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that post coronary stenting treatment procedure, restenosis and unstable angina occurred. In (B)(6) 2010, the patient presented with chest pain and was diagnosed with unstable angina. Cardiac catheterization was recommended and revealed a 100% stenosed target lesion located in the ramus. It was 28 mm long with a reference vessel diameter of 2.75 mm and treated with direct stent placement using a 2.50 x 32 mm taxus liberte stent. Following post dilatation, residual stenosis was 10%. The following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2012, the patient presented with unstable angina and was hospitalized the same day. The previously implanted 2.50 x 32 mm taxus liberte stent had focal instent restenosis. They attempted to treat the instent restenosis with a 2.50 x 26 mm non-bsc stent, however, after the stent deployment, the flow appeared to worsen and could not be improved with multiple dilations. They planned to treat the patient medically. The patient's cardiac enzymes were found to be elevated post procedure. Three days later, the event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Event description:
It was further reported that post coronary stenting treatment procedure, a myocardial infarction occurred.